Event description:
The patient was implanted with an scs system, including a percutaneous lead. It was reported the lead was explanted and replaced due to migration. A review of the patient's medical history found that he fell approximately two weeks prior to the explant date. The explanted lead was returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation: the allegation regarding lead migration cannot be confirmed through laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.